Manufacturer narrative:
Additional information: patient demographics provided. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the monitor of the camera cart shut down without prompt from the user. The monitor then restarted without prompt. The navigation system was still able to track instruments and functioned as designed on the secondary monitor as the camera monitor restarted. When the monitor re-initialized, the screen displayed a message that the ip address was being connected. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.